Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer was not booting. It would get stuck on a screen saying "verifying dmi poll data" and would not move past. The representative had the screen on for 15 minutes without any change. A few reboots did not resolved the issue.

Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component the there was loose connection with the ram modules. After reseating the ram the computer was functional. If information is provided in the future, a supplemental report will be issued.